Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "detector air bubble cracked. Acknowledgement letter will be sent to customer once cmr number is available. Fnlim (B)(6) 2016. Pump treatment information: na. Type of drug: na. Was there a prime performed: no".